Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed the power button was broken as the button was stuck in the on position. Additionally, the device was running an older software version (upgrade recommended). The device was repaired to standard specifications and returned to the customer. A review of the device's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Prior to a diagnostic colonoscopy procedure, the evis exera iii video system's power button was reportedly not working properly. As the power button would not stay in the on position. There was no delay and intended procedure was completed with the same device. No patient injury or harm was reported. Additionally, the connections and cables were checked and secure, the device was inspected before use; no abnormalities were observed and all the device settings were checked and found to be correct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to the operating power and the number of times the power switch was applied over time. In addition, it was confirmed that a design change was implemented to improve the tolerance of damage to the power switch. Products included within this design change have been shipped since (B)(6) 2013. The subject device of this report was manufactured prior to the design change (see h4).